Event description:
It was reported that the pt received a blow on implant side of head 10 days prior to the switch on of the implant. A big hematoma developed and became infected. Antibiotics were given with no positive effect. In 2002 it was decided to remove the implant, the surgeon decided to reimplant the same implant on the other side after washing the implant with bacteria killer fluid, as the pt was not able to afford a second implant. Pt was treated with antibiotic cocktail for 20 days, after treatment was suspended the infection reappeared rapidly. The implant was explanted finally 6 months later.